Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed. With such limited information and no product return, it is not possible to identify a potential root cause or contributing factors. No actions will be taken at this time.

Event description:
It was reported that "unknown hair-like material was found attached on the tip of dilator after the package was opened." Although the dilator was stowed near the bottom of the packaging, the customer commented that it was unable to determine if the unknown material was entrapped during production or after the package was opened. Device was discarded at the hospital. No patient injury was reported.